Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat abnormal menstrual bleeding, left ovarian cyst, and hypermobility of urethra concurrently with sling operation, endometrial ablation thermal, laparoscopy, and dilation and curettage. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence and leaking. It was reported that patient underwent mesh revision/removal on (B)(6) 2007 due to erosion.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria, mixed urinary incontinence and retention. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2007 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.